Event description:
Irn#:(B)(4). The surgeon reported that there were severe complications after biopsy operation. Negative effect explanation: bleeding of the thalamus

Manufacturer narrative:
Event took place in (B)(6) and has been reported by worldwide exclusive distribution partner brainlab. Based on the information available, the risk assessment as well as clinical assessment this file is considered as closed.